Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the force of grasping the trigger was higher than usual. Also there was an unexpected resistance at firing. Another device was used to complete the case. There were no adverse consequences to the patient. The deployed staples were unformed.